Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having kidneys shut down, breathing trouble, lightheaded, dizziness, dry mouth, runny eyes, runny nose and headaches. The device was returned and the manufacturer observed the unit passed final test during device evaluation.